Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical) the behavior described in the complaint may potentially result in a serious injury. There are emergency-off buttons installed and were used to stop the unintended gantry motion. Probability: b (improbable). Reason: according to the user manual, the therapist must supervise the pt treatment all of the time and stop any unexpected motion of the system before a pt is injured by moving parts. No other products are affected.

Event description:
A potential product issue has been reported with our oncor impression plus linear accelerator. In the abundance of caution, this issue is being reported. The machine gantry rotated unintentionally. The same problem occurred approx 2 months ago and was reported in MDR 2910081-2010-00036. The gantry encoder, pot, motor controller pcb, controller 0 pcb, danfoss pcb and all spare part cables were replaced. After 1 month, the problem re-occurred. Final corrective action is pending further investigation. Factory experts will travel to the site to determine the root cause of this event. No info was reported that suggest that a mistreatment or serious injury has occurred.